Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: consumer reported finding the needle point split. Claims you can see it with your eye.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 30-sep-2022? H6: investigation summary: customer returned (3) loose 1ml insulin syringes. The customer reported that the needle point is split, and it hurts when injected. The samples were examined, then tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿): data: (point) (outer diameter (in.)) (Lube) sample 1: good, 0.0103, and good. Sample 2: good, 0.0103, and good. Sample 3: good, 0.0103, and good. All observations fell within specification. No cannula point defects or defects that could cause needle pain were observed. The alleged issues could not be confirmed based on the samples returned for investigation. A review of the device history record was completed for batch# 2087928. All inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the relion insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: consumer reported finding the needle point split. Claims you can see it with your eye.